Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a sensor blood glucose (bg) reading of 47 mg/dl while a fingerstick showed 60 mg/dl. The user ate six skittles to correct the low bg but was worried her blood glucose wasn¿t rising. Within minutes, the sensor reading increased to 68 mg/dl with an upward trend, and a repeat fingerstick showed 87 mg/dl. The user was concerned about the discrepancy, so the agent guided her to manually enter the fingerstick into the pump and calibrate the dexcom g7 continuous glucose monitoring (cgm). The user was not out of range for 90+ minutes. No symptoms were reported by the user during the event, and no medical intervention required at the time of call.